Manufacturer narrative:
The device was received for evaluation. During evaluation, the device load point 1 label was missing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The label requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device load point 1 label was observed missing. No additional information is available.